Event description:
It was reported that customer is experiencing high blood glucose, due to reservoir leaks. Customer's blood glucose reading is 140 mg/dl. High pressure test passed. Customer stated the motor smelled hot; like a burnt motor smell. Customer put (B)(6) into reservoir compartment and it came out wet. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.